Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, excessive no delivery test and prime tests. The motor passed testing. No motor error alarm was noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm during a bolus/basal. The customer stated they did not expose their insulin pump to a magnetic field. The customer was advised to disconnect from the pump. No additional information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.